Manufacturer narrative:
Failure analysis noted that the insulin pump had a motor error alarm during rewind due to corroded motor home switch. They were unable to perform the functional testing including the displacement, occlusion, prime/compromised force sensor system alarm, no delivery test due to the motor error alarm. They were unable to verify the excessive no delivery alarm due to the motor error alarm. The pump had a scratched display window and a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose was 370 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery every 2 hours. The customer has not treated. The customer stated that she was able to rewind the pump. Troubleshooting was completed for both the motor error and the no delivery alarms. The pump was returned for analysis.